Event description:
On (B) (6) 2009, patient was implanted with advance sling. On 01/21/2010, patient reported having pelvic/scrotal pain/edema at about 4-1/2 weeks post procedure. Patient stated that pain makes sitting "extremely painful". Patient also not happy because he still using two pads per day, same as before the advance procedure. Additional information received on 02/18/2010, indicated that patient was seen by his doctor in (B) (6) 2010 and he has an appointment for the first week of (B) (6). No further information provided.